Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and palpitations. The implantable pulse generator (ipg) exhibited invalid data via cardiac compass. The ipg remains in use. No further patient complications have been reported as a result of this event.